Event description:
It was reported that during ablation procedure to treat atrium fibrillation, nrg transseptal needle was selected for use. It has been mentioned that needle tip was dangle but the tip of the needle is not completely removed after the package was opened. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned. No other issues have been reported.

Manufacturer narrative:
This is supplemental MDR to report investigation results (MDR aware date 25nov2023). The returned nrg transseptal needle was analyzed. The needle was kinked at the distal tip to proximal shaft. It passed the pre and post decontamination flushing test. The device met its design specification for the distal and proximal hypotubes outer diameters. The device however failed the curve overlay inspection that shows evidence of manual reshaping of the needle along the curve profile. The distal tip of the needle was also broken at the distal to proximal hypotube joint. It was not possible to conclusively confirm the reported allegation, since all needles undergo 100% visual verification for the distal curve shape prior to packaging.

Manufacturer narrative:
The nrg transseptal needle has been received at boston scientific's post market laboratory where it is awaiting analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during ablation procedure to treat atrium fibrillation, nrg transseptal needle was selected for use. The physician reported that the tip of the needle was likely to come off after opening the package. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned. No other issues have been reported.